Event description:
It was reported that the zimmer electric dermatome was set on the thinnest skin graft setting for a full thickness skin graft with lengthwise of 8cm. The graft was obtained and a suture repair was required. Another dermatome was used to finish the operation.

Manufacturer narrative:
The device was not returned to the MFR for repair. The service record indicates that the device is 17 years old with the last repair being 09/06/2011, for a non related issue. The investigation was unable to determine a cause of the reported complaint. Clinical follow up indicated a full thickness graft was produced. The event detail states that the device was set on the thinnest setting. Due to the device not being returned to zimmer for eval , no determination can be made as to the cause of the reported complaint.